Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: d204drm, implantable pulse generator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low superior vena cava (svc) impedance. It was also reported that a patient alert was triggered. The svc was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.